Event description:
New information received notes the pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noticed that pacemaker exhibited premature discharge of battery. No intervention was performed and the patient would be monitored. The patient was stable.